Event description:
I have been experiencing acute contact dermatitis hives and extreme discomfort for the past 8 months from possible bispenol a or silicone leaching from bipap masks for sleep apnea. The company has instructed me to stop wearing the mask, but I have no other options for sleep apnea masks. I have been unable to find a lab that tests for silicone and bisphenol a concentrations in blood and urine. Please, may someone assist in helping to resolve this problem! Dose or amount: 6-8 hours a night. Frequency: daily use. Route: cutaneous. Dates of use: 2006 - 2008, 6-8 hours per day. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: yes.